Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected data: the reporter initially reported that the sample is available. However, the sample was not returned to baxter after several attempts to contact the customer. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that an intermate lv 100 device was leaking before use. The device had been filled with 240 milliliters 0.9% nacl inj usp when the leak was observed. There was no patient involvement. No additional information is available at this time.